Event description:
The customer reported that she went to urgent care due to high blood glucose levels. The reported blood glucose reading was 468 mg/dl. The customer was told that her blood glucose levels may be high due to medication she is taking for the flu. The customer also had high blood pressure. The customer experienced headaches and nausea. The customer declined troubleshooting at this time as she had previously called to report high blood glucose levels, and the insulin pump passed all of the tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.